Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent "brief sensor issue" messages on the dexcom g7 with signal loss to the ilet, during which the ilet displayed no cgm reading while the paired ilet app showed 63 mg/dl; a contemporaneous fingerstick measured 183 mg/dl, and the user planned to replace the sensor and monitor. Symptoms included no reported clinical effects. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included troubleshooting and education with instructions to replace the cgm sensor and observe for recurrence. Investigation of this case revealed a cgm data availability discrepancy affecting ilet display due to brief sensor issue events and signal loss to the ilet, with no malfunction of the ilet pump reported. It was concluded, based on previously established findings for similar reports, that the cause was cgm signal interruption with transient sensor issue events leading to discordant app readings without clinical consequence.